Manufacturer narrative:
(B)(4). Additional information: photographic conclusion: based on the photo evidence of the subject cdh33a, the root cause of the reported event appears to be off center loading of tissue in the device.

Manufacturer narrative:
(B)(4). Additional information: additional information received: what type of procedure was the device used in? Laparoscopic ar. Where within the gap setting scale was the orange indicator prior to firing? Yes, the orange indicator was within the green zone. Did the device staple? Yes. Was the staple line complete? Yes. It was the knife that didn¿t cut through.(only half the circle of knife cut). What was the shape of the staples (b-formation, irregular, legs straight)? Normal b-shape. It was the knife issue that turned the case into open. The analysis results found that the cdh33a device arrived in good visual condition without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be deployed without completely forming and without cutting the washer. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the knife cut off only half circle of the colon. It was reported a relatively weak tactile/sound feedback when firing; however, the operator used lots of devices before and the operation was as usual. (Surgical video and photos per email attached). It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: please send the referenced video and photos to productcomplaint1@its.jnj.com what type of procedure was the device used in? Where within the gap setting scale was the orange indicator prior to firing? Did the device staple? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? How was the procedure completed?